Event description:
It was reported that the pump battery could not be charged. The customers blood glucose bg level was 100-200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.